Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half-height drawers were not detected on the bus. A field service engineer reseated the pyxis module controller board (pmc) and cables of half-height controllers printed circuit board assembly (pcba), and no issues were found. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system had drawer failure. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.